Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while creating the space during a laparoscopic totally extraperitoneal left inguinal, the balloon tore off from the obturator. Trocars were placed and retrieval with a grasper was performed. Another device was used to complete the case. There was no patient injury.